Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump alarmed. Advised the caller that the device would be replaced. No further information was provided.